Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was not further identified. The event was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was started treatment intraperitoneal cefazolin (1 g; frequency and duration not reported) and intraperitoneal fortaz (1 g; frequency and duration not reported) for peritonitis. Four days after the event onset, the patient was hospitalized. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported, peritoneal dialysis was discontinued for an unknown indication on an unknown date in the same year as the event onset. Should additional relevant information become available, a supplemental report will be submitted.